Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse determined that the drive valve group required replacement due to leakage. At this time, the customer has rejected the quotation provided. Getinge does not recommend use of the pump as some performance tests did not pass. The unit did not pass the safety inspection.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Corrected fields - e1 (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump was not functional. Alarm system temperature was too high during use and the backup machine was replaced. No harm or injury reported.